Event description:
An infusaport was placed in this pt 8/15/97. The pt had received chemotherapy through the device without apparent problems. Two weeks after the last chemo, the pt presented (11/16/97) with several complaints, one of which was discomfort in the infusaport area. A chest x-ray demonstrated that a subclavian "fracture" of the port with distal end now subdiaphragmatic and possible in the ivc. The procedure was successful to snare and remove the fragment from the right atrium. The pt suffered no adverse outcome from the procedure. The remainder of the device was left at skin level in the pt to be removed at a later date.